Event description:
As reported, during inspection, it was discovered that a foreign material (hair) was present in the outer packaging of the ventralex st mesh. The outer packaging was intact, and the inner packaging was properly sealed before opening. There was no patient involvement.

Manufacturer narrative:
As reported, during inspection, it was discovered that a foreign material (hair) was present in the outer packaging of the ventralex st mesh. The sample is reported to be available for evaluation; however, at this time it has not been returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.